Event description:
The customer returned the device for periodic maintenance. A manufacturer repair technician evaluated the device, which failed the repair test for the sensor pca. There was no patient involvement. The technician replaced the sensor pca, and the device passed all tests and will be returned to service. No further investigation required.